Event description:
Treatment of an avm. It was reported the ultraflow catheter ruptured while injecting onyx, and untargeted embolization and occlusion of both the intracranial bifurcation and sylvia bifurcation occurred. The patient was reported injured. On follow-up, it was reported the patient is stable.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture is observed at approximately 20.5 cm from the distal tip. The appearance of the catheter is consistent with an angiographic rupture that was not detected until injection of onyx. This is most likely to occur during injection of contrast when the distal portion of the catheter is kinked or occluded.